Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that high thresholds were exhibited. During the re- positioning procedure, blood was noted in the insulation. A break was noted near the connector pin which may have occurred during the initial surgical procedure.